Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient felt like they were being shocked. Patient said they went to the emergency room (ER) and turned the implant off. Patient said the shocking went away after it was off. Patient was going to the health care professional (hcp) on (B)(6) to try and determine the issue. It was reviewed that arrangements should be made in case the patient wanted the manufacturer's representative (rep) present at the appointment. It was noted that the shocking was sudden. No further patient complications were reported/ anticipated as a result of this event.